Event description:
It has been reported to the co that during the procedure as the physician attempted the placement of the guide catheter he experienced difficulty in advancing the guide over the aortic arch. Reportedly at this time a dissection of the aorta occurred and the procedure was stopped. No medical or surgical intervention was required. The patient is reported to be in stable condition. The device is not being returned for evaluation as it has been discarded by the hospital.